Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not deploy. The pod was not worn.

Manufacturer narrative:
The pod was received not deployed. Download data showed the pod completed 41 first prime pulses and was then deactivated at 51 pulses. The data showed a drive stall with high pulse widths occurred during first prime preventing the firing flat of the ratchet gear from lining up with the release bar at the end of second prime. This drive stall prevented the needle mechanism from deploying as intended. The root cause of the drive stall could not be determined. A rotational sensor malfunction was also found in the download data and occurred after the drive stall. The device was successfully rerun which found no timeouts, drive stalls, or rotational sensor errors. Inspection of the commutator cap found evidence of contamination. It could not be conclusively determined if this contributed to the rotational sensor malfunction in the original data.